Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, post-procedure, the patient experienced some urgency and discomfort. Medications (type unknown) were given to aid these complications. The patient was verified to be over the age of 18. All other information is unknown and unavailable.